Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient expired. Since (B)(6) 2017, the patient was in intensive care unit (ICU) and had a device implanted for a complete heart block. It was reported that the patient went through a lead revision due to lead dislodgement. Post lead revision patient acquired systemic infection. On (B)(6), 2017, the system was explanted for infection and temporary wire system was used. On (B)(6) 2017, a new right sided implant was placed. On (B)(6) 2017, it was reported that the patient health deteriorated from ventricular bigeminy to ventricular fibrillation. CPR was initiated but it was unsuccessful. As such, the patient expired. During CPR, the physician suspects lead dislodgement and malfunction of a pacemaker. Absence of pacing was suspected at the time of patient death. No further information is available at this time.